Manufacturer narrative:
The investigation determined that a vitros ahbs reagent pack was manually loaded as a vitros ca 19-9 reagent pack by mistake on a vitros xt7600 integrated system. The customer stated that they performed a reboot on their vitros xt7600 integrated system. When the analyzer powered up, it was noted that a vitros ahbs reagent pack was missing from the system software. This pack was retrieved from the system, and mistakenly loaded as vitros ca 19-9 reagent. When a microwell reagent pack is manually loaded, the barcode is not read and therefore a reagent pack can be loaded incorrectly by mistake. It is suspected by the customer that the vitros ahbs reagent pack was manually loaded as ca 19-9 due to the customer entering the barcode information from another ca 19-9 pack that was off analyzer. Ortho discussed with the customer that when a reagent pack is manually loaded and a reboot is performed that the analyzer does not recognize those reagent packs that have been manually loaded. Ortho advised the customer that it is recommended to let the system perform an automatic load of the reagent packs rather than performing a manual load. If the customer must perform a manual load, the reagent name and lot number is to be verified directly from the pack label of the reagent being loaded and not from another reagent pack of the same assay. The assignable cause of the event was determined to be user error. The evidence indicates that the customer loaded a vitros ahbs reagent pack by using the barcode information off of a vitros ca 19-9 pack that was not loaded on the analyzer. The vitros xt7600 integrated system was operating as intended.

Event description:
An ortho clinical diagnostics (ortho) laboratory specialist (ls) contacted the ortho technical solutions center (tsc) to report out of range quality control (qc) fluids and failing calibrations when trying to calibrate vitros ca 19-9 reagent on a vitros xt7600 integrated system. While troubleshooting an error code, it was requested that the customer unload and discard the in-use ca 19-9 reagent pack. When the customer unloaded the reagent pack it was discovered that a vitros ahbs (antibody to hepatitis b surface antigen) reagent pack had been manually loaded as a vitros ca 19-9 reagent pack by mistake. Biased results of the magnitude and direction observed may lead to inappropriate physician action if they were to occur undetected on patient samples. The customer identified the discrepancy and no incorrect patient results were reported out of the laboratory. There was no allegation of patient harm as a result of this event. This report corresponds to ortho clinical diagnostics inc. Complaint number (B)(4).